Manufacturer narrative:
H3 other text: device had surpassed end of life.

Event description:
It was reported to philips the device does not charge battery and turns off when unplugged. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the device remains at the customer site. The customer was provided an obsolescence letter.

Event description:
It was reported to philips that the defibrillator does not charge the battery and it turns off when is unplugged. There was no patient involvement.